Event description:
Mickey's g-tube balloon ruptured, causing the feeding tube to fall out of the patient, marking the product unusable, thus unable to feed infant. S [situation]: 6-day post op gt [gastric tube] dislodged. Gt balloon found to be ruptured b [background]: ex premie, 6 days post op trach/gt [tracheostomy/gastric tube]. A [assessment]: sutures removed during a previous shift, ok from pa [physician assistant] to remove bolster dressing. Boldster dressing removed. Gt not leaking at site, no indication to check water in balloon. Surgery called to bedside, new gt placed, contrast study completed and feedings resumed. Patient had a 12 fr mickey g-tube button inflated with 4ml of sterile water with no leak noted at the time of insertion. On [redacted], the g-tube button was found dislodged with a visible hole in the balloon and leaking water. The g-tube had been secured appropriately prior to the event. Confirmed with the product IFU [instructions for use], 12 fr mickey has a suggested fill volume of 3-5ml. Thus, balloon was filled with appropriate amount of sterile water.